Event description:
The patient's family member stated that the suspect device was used to check pt's blood glucose and a result of 232 mg/dl was obtained. Pt felt dizzy and was sweaty and clammy. The family member called the paramedics. Emergency medical technicians arrived and they used their equipment to test their glucose and the level was 21 mg/dl. Pt was treated with a dextrose shot and their glucose went up to 141 mg/dl. Pt was taken to the hospital and further treated with an IV. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.